Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. The aneurysm size is unknown. The aortic bifurcation is tight measuring 14 x 16 mm. At the time of implant the stent graft was ballooned with a non compliant balloon and the patient was fine. The patient had come in for the 1 month follow-up approximately 10 days ago and everything looked fine. Soon after that the patient came back again and a cat scan showed that the right limb (ipsilateral) was occluded. The occlusion of the ipsilateral limb was in the distal aorta below the level of the gate and this was attributed to the tight distal aorta. The physician used thrombolytics on this patient and then placed an assurant cobalt stent with good outcome. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (anatomy related; small distal aorta). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; small distal aorta).